Event description:
It was reported that while using bd max¿ system, bd max¿ instrument it acquired false positives on patient samples. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "frequent false positives from mid-november".

Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916and serial number (B)(6) had a "false positive¿. Customer reported that they had increasing false positive results since mid-november. Customer increased cleaning and secure air conditioning. Field service was dispatched. Field service removed the covers and decontaminate the instrument and adjusted the drawer sensor flag. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as no information was provided that allude to an instrument issue. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument it acquired false positives on patient samples. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "frequent false positives from mid-november"